Event description:
It was reported that the atrial lead had varying impedance measurements. The lead was capped. During the lead change-out procedure, the physician stated that the active fixation mechanism of the replacement lead was not functioning properly and there was "more than normal tension build-up." A different atrial lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. Visual analysis noted that the lead was returned with the distal coil distorted, however the helix does test within specification.